Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The board malfunction confirmed during repair inspection. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that an image failure occurred due to an accidental failure of the board if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopy procedure, it was found that the endoscopic image output the dvi out terminal of the subject device disappeared intermittently and the image was automatically restored. Also user found that the image had noise and it was greenish and yellowish colored. There was no report of patient injury associated with the event.